Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was lacking a driven ground signal. The cause of the lack of driven ground was isolated to a damaged u612 component (inverting charge pump) on the c/a board. The u612 component had no output. The cause of the messages was the defective u612. The root cause for the defective u612 component could not be positively identified. In addition, the monitor's electrode belt connector was pulled, damaging wires. The root cause for the damaged belt receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the patient was receiving adjust belt messages.